Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: cornu of both tubes/failure to occlude (close) fallopian tubes"), pregnancy with contraceptive device ("informed that she was pregnant again/pregnancy (no complications)") and abortion induced ("pregnancy (with complications)/pregnancy termination") in a (B)(6) female patient (gravida 7, para 5) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "informed that she was pregnant again" in (B)(6) 2015. The patient's past medical history included multigravida, parity 5 ((B)(6) 2003, (B)(6) 2008, (B)(6) 2010, (B)(6) 2013, (B)(6) 2015.), nonsmoker, anaemia of pregnancy (irregular contractions, normal labor, abnormal one-hour sugar test one abnormal value, obese) on (B)(6) 2013, ectopic pregnancy termination, preterm labour and vaginal delivery. She reports that she does not use illicit drugs. Previously administered products included for an unreported indication: norco. Past adverse reactions to the above products included hypersensitivity with norco. Concurrent conditions included anemia, asthma, anxiety, alcohol use (1.2 oz of alcohol per week), obesity, vaginal bleeding, perennial allergic rhinitis, live birth since (B)(6) 2014, menometrorrhagia, seasonal allergy, nausea, vomiting and blood transfusion (without reported diagnosis) since (B)(6) 2015. Family history included breast cancer (maternal grandmother (cancer, other or unknown)), diabetes (maternal grandmother), hypertension (mother and father), coronary artery disease (father), heart attack (father) and hyperlipidemia. Concomitant products included etonogestrel from (B)(6) 2016 to (B)(6) 2017, levonorgestrel (mirena) in 2015, medroxyprogesterone (depo provera) in 2014 and oral contraceptive nos in 2015 for birth control. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced weight increased ("weight gain") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), back pain ("pain low back (constant mild to severe)/back was always hurting") and pelvic pain ("pain side pain (constant mild)"). On (B)(6) 2015, 1 year 9 months after insertion of essure, the patient underwent abortion induced (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hot flush ("hot flashes"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), headache ("headache (more than 3 x week severe)") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion induced, hot flush, migraine, vaginal discharge, weight increased, alopecia and fatigue outcome was unknown, the back pain was resolving and the pelvic pain and headache had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abortion induced, alopecia, back pain, device dislocation, fatigue, headache, hot flush, migraine, pelvic pain, pregnancy with contraceptive device, vaginal discharge and weight increased to be related to essure. The reporter commented: this was the second pregnancy under essure (first pregnancy case: (B)(4)). She claimed that essure worsened a previously existing injury/condition. She did not allege that essure caused birth defects. On (B)(6) 2015, office record: patient with gravida 7 para (B)(6) intrauterine pregnancy with cardiac activity. On (B)(6) 2015, office record revealed she reports a (B)(6) pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: proper placement/fallopian tubes fully occluded; in (B)(6) 2014: bilateral tubal occlusion. Ultrasound scan vagina - on (B)(6) 2015: para -5 at (B)(6). During her (B)(6) post-partum check-up, plaintiff was informed that essure coils were still in place. On (B)(6) 2014, hysterosalpingogram revealed right fallopian occlusion: not occluded: spill of dye on last image. Left fallopian occlusion: occluded . On (B)(6) 2014, home test, doctor test, and ultrasound. Current weight (B)(6). ¿concerning the injuries reported in this case, the following ones were reported via social media: confirming device dislocation; weight gain and pelvic pain.¿ quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 12-feb-2018: the case was upgraded in the incident category. This case is medically confirmed. Reporter information was updated. The case concerns (B)(6) patient. Historical condition, concurrent condition and family history were added. Essure indication was amended. Essure explantation date was added. Concomitant medications were added. Events: hot flashes; migraines/ headaches, migration of essure device location of device: cornu of both tubes; headaches; vaginal discharge; fatigue; weight gain; pregnancy (with complications)/pregnancy termination; pain low back (constant mild to severe)/back was always hurting and pain side pain (constant mild); headache (more than 3 x week severe). She received treatment for events: migraines/headaches and pain side pain. Post essure removal headaches and side pain (pelvic pain female) stopped with less back pain. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a.. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.